Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following it was reported by the customer that defective tubing caused tpn to leak out all over the floor while in use with a patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported tubing was leaking while in use, and returned one sample of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint of tubing damage and had a large hole in the upper fitment of the silicon pump segment. There is a cut/tear in the silicon about 50% of the way through the circumference in the tubing. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.